Event description:
The customer alleged they received questionably low creatinine plus (crep) results for one patient on their c501 analyzer (c501-1). The customer stated they had issues with questionably high results in the past, but did not provide any further information. The patient's sample was initially tested on another c501 analyzer (c501-2) and the result was 108 umol/l. The sample was then tested on c501-1 and the result was 4 umol/l. The sample was tested again on c510-1 and the result was 13 umol/l. The sample was then tested on c501-2 and the result was 112 umol/l. On (B)(6) 2014, the sample was repeated on c501-1 and the result was 117 umol/l. On (B)(6) 2014, the sample was finally tested in c501-2 and the result was 114 umol/l. The result of 13 umol/l was initially reported outside the laboratory. The patient's result was corrected to 112 umol/l. Later, the sample was tested in another laboratory in the region and the crep result was 121 umol/l. The date of this event was requested but not provided. There were no adverse events. The crep reagent lot number was 692574. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. The quality control data did not indicate a test performance problem. The evaluation of the reaction monitors point to a situation where little or no sample was actually injected into the reaction cuvette. There were no signs of interference. The root cause is most likely a partially clogged sample probe, either through gel or fibrin particles on the tip of the probe.